Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump fell from the user¿s pocket during sleep and physically fractured into two pieces, after which the user transitioned to an alternate pump; blood glucose was reportedly unaffected and no alerts or alarms were noted. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included customer counseling on shutdown procedure, data synchronization to the mobile app prior to return, shipment of a replacement device, and arrangements for return of the damaged unit. Investigation of this case revealed mechanical damage consistent with external impact and enclosure separation, with no device performance concerns reported prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated external physical damage unrelated to device malfunction.